Event description:
A customer report was received from a pharmacy on 15-feb-2007. The report involves an elastomeric device involved in an alleged overinfusion incident observed during patient use. The infusor was filled at the reporting pharmacy with 0.9 % nacl and 1000mg 5-fu (total filling volume: 88ml) for a 22-hour-infusion in 2007. The infusion was started as 12:15. In the next day, the pump was already completely emptied at 8 am. No injury or medical intervention is associated with this incident.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 16 2007. A sample evaluation was not conducted as the device involved in this incident was discarded by the reporting facility. A batch review has been requested. Should this review reveal any aberrance related to the reported condition, the information will be provided in a follow up report. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.